Manufacturer narrative:
D9: updated the devices return information

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, there was a placement signal/aorta trend down throughout the evening and had been correlating with bp. The patient was hemodynamically stable. The position of the impella was confirmed with echocardiogram and chest x-ray. Labs were within range and the patient remained on support.

Event description:
Additional information confirms that the patient survived.

Manufacturer narrative:
D6b: added explant date. B5: updated with additional information.